Event description:
Synvisc one was injected into both knees for patient. Within 4 hours patient had severe pain, stiffness, swelling. Dose or amount: a 45 mg/6ml. Frequency: six months. Route: intraarticular. Dose or amount: a 48 mg/ 6 ml. Frequency: six months. Route: intraarticular. Dates of use: (B)(6) 2017. Diagnosis or reason for use: m1711 right djd of knee. M17.12 l djd of knee. Is the product compounded: no. Is the product over-the-counter: no.